Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer muscular vsd occluder were reported in a research article in a subject population with multiple co-morbidities including chest infections, dyspnea, and cyanosis. Complications reported included device embolization, patient device interaction problem (thrombus), myocardial infarction, thrombus, intracranial hemorrhage, aortic valve regurgitation, tricuspid regurgitation, arrhythmia, surgical intervention (surgical removal of device), unexpected medical intervention (device snared), death; these complications are anticipated for the procedure and subject population. Off-label use was associated with implantation in the pda and venovenous collateral closure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature: off-label use of implantable devices and stents in congenital heart disease patient's interventional procedures: a single center experience. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "off-label use of implantable devices and stents in congenital heart disease patient's interventional procedures: a single center experience", was reviewed. This research article is a retrospective single-center experience to evaluate the prevalent types of procedures and outcomes of the off-label use of implantable devices and stents in the congenital heart disease (chd) patient's interventional procedure. The devices included in the study were amplatzer muscular vsd occluder, amplatzer duct occluder I/ii, cera pda, memopart pda, cera muscular vsd occluder, konar mfo occluder, cera vascular plug, cook coils, cera pda, and amplatzer vascular plug I/ii. The article concluded that procedures with off-label implantation of devices or stents had a high success rate with relatively low incidence of complications. [The primary and corresponding author was amira nour, congenital and structural heart disease unit, cardiology department, ain shams university, cairo, egypt, with corresponding e-mail address: princess_cardiology@hotmail.com.] This study included all patients who were referred to congenital and structural heart disease for catheter based interventional procedures from 01 january 2019 to 31 january 2024. A total of 410 patients were included in the study, of which an unknown amount received an abbott device. The average age was 6.7 years. The majority gender was male. Comorbidities included recurrent chest infections, dyspnea, and cyanosis.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Literature attachment: off-label use of implantable devices and stents in congenital heart disease patient's interventional procedures: a single center experience. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "off-label use of implantable devices and stents in congenital heart disease patient's interventional procedures: a single center experience", was reviewed. This research article is a retrospective single-center experience to evaluate the prevalent types of procedures and outcomes of the off-label use of implantable devices and stents in the congenital heart disease (chd) patient's interventional procedure. The devices included in the study were amplatzer muscular vsd occluder, amplatzer duct occluder I/ii, cera pda, memopart pda, cera muscular vsd occluder, konar mfo occluder, cera vascular plug, cook coils, cera pda, and amplatzer vascular plug I/ii. The article concluded that procedures with off-label implantation of devices or stents had a high success rate with relatively low incidence of complications. [The primary and corresponding author was amira nour, congenital and structural heart disease unit, cardiology department, ain shams university, cairo, egypt, with corresponding e-mail address: princess_cardiology@hotmail.com.] This study included all patients who were referred to congenital and structural heart disease for catheter based interventional procedures from 01 january 2019 to 31 january 2024. A total of 410 patients were included in the study, of which an unknown amount received an abbott device. The average age was 6.7 years. The majority gender was male. Comorbidities included recurrent chest infections, dyspnea, and cyanosis.